Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to get a cartridge onto the pump. Reportedly, the user had to put pressure on the cartridge to completely install it. The user loaded a new cartridge and resumed insulin delivery. The user's blood glucose level was 99 mg/dl.